Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation. The device was tested, and the reported issue could not be duplicated. The device functioned properly as intended. The advance delivery device IFU states, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. Open and close the finger rings on the handle two (2) times to make sure it moves smoothly. (Moving the finger rings away from the thumb ring is open, moving the finger rings towards the thumb ring is closed). Observe that the deployment cable moves in and out. Note: the finger rings do not advance the full length of the handle shaft. If this unit does not function properly, do not use this product and please contact your local product specialist." Steris offered in-service training on the proper use and operation of the advance delivery device; however, the user facility declined. A 1-year complaint review was performed, and this is the only complaint associated with this lot of products. No additional issues have been reported. .

Event description:
The user facility reported that during a patient procedure their advance delivery device did not deploy. The procedure was completed by having the patient swallow the pill cam instead. No report of injury.

Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure their advance delivery device did not deploy. The procedure was completed by having the patient swallowing the pill cam. No report of injury.